Event description:
Covidien received information stating that the upper display on an 840 ventilator had lines across the top. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
(B)(4).